Event description:
Reference MDR #1219856-2010-00491 for the first event involving the same patient (pt.). It was reported that while in cath lab the second intra-aortic balloon (iab) was prepped per instruction. The second super arrow flex (saf) sheath was inserted over the existing spring wire guide (swg) & into the patients' femoral artery. The one-way valve was in place & negative pulled prior to removing the iab from the tray. The md inserted the second iab into the second saf sheath. The iab became stuck in the saf sheath & therefore, the md removed iab & saf sheath as one unit. The rn noted that the membrane of this iab also did not unravel prior to insertion into the saf sheath. The md stated that pt was now stabilized and did not require an iab insertion. There was no pt. Death or injury reported. Medical/surgical intervention was not required. There were no reported pt complications. The delay in therapy was minimal. The pt outcome is listed as "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.